Event description:
A core console with irrigation pump was sent for evaluation because it was causing handpieces to overheat. This was noted during testing, prior to a procedure. No adverse event was associated with the device.

Manufacturer narrative:
No problems were identified.